Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on, (B)(6) 2013, the patient presented with pre-op diagnosis of adjacent segment spinal stenosis l4-l5, above or prior l5-s1 fusion and underwent following procedures: hardware removal, exploration of fusion, l5-s1. Posterior spinal fusion l4-l5. Pedicle screw instrumentation l4-l5. Right iliac crest bone graft. Per op notes, ¿.. The surgeon identified the hardware at l5-s1 and removed it. Taps and awls were used to stress the fusion mass and it was found to be solid. We placed new pedicle screws at l4 bilaterally as follows. Iliac crest autograft was packed over decorticated posterior elements along with rhbmp-2/acs. A large rhbmp-2/acs kit was also used posterolaterally along with demineralized bone matrix.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.